Manufacturer narrative:
This complaint is reportable to the FDA based on the established reporting precedence for stent migration. Detailed complaint description provided for in the add'l info section. Please note this complaint has being opened to address one of the two zso-7-7 stents that migrated. For purposes of completing the investigation it will be assumed that this complaint refers to the stent that migrated into the cyst at the time of the procedure. Description of event: pt involved was a (B)(6) obese woman who had a history of alcohol abuse and pancreatitis. She had a 10x11cm pseudocyst which was infected and had two biliary stents placed to drain this cyst on (B)(6) 2013. The pt involved died in the ICU of multiple organ failure (B)(6) 2013 (she had had an upper gi bleed prior to this). One of the stents migrated into the cyst at the time of procedure the other appeared to be draining the cyst on completion. The pigtail stents that migrated were placed during the first procedure; pt notes indicate none of the procedures performed were straightforward. Her first eus drainage was on (B)(6) 2013 where she had 2 x zso-7-7 stents placed (lot c901500). Two cystotomes (cst-10), visiglide guide wire by olympus, olympus v system stent pusher and a wire guided cre balloon size (B)(6) 2012 to dilate the track were also used during this procedure. One biliary stent migrated into the cyst at the time of the procedure the other biliary stent was correctly placed at the time of procedure but a CT on the (B)(6) 2013 noted the second stent had migrated out of the cyst in to the 4th part of the duodenum. Another eus procedure was scheduled for (B)(6) 2013 but the pt was agitated and it was initially abandoned. This procedure was re-attempted in theatre under propofol later the same day. Two echo-19 needles were used and 1 x zso-7-7 and a visiglide wire were used during this procedure. The pt continued to deteriorate despite the second stenting procedure so a radiological 8f drain was placed externally into the cyst under CT guidance on (B)(6) 2013. The pt was discussed at the mdt meeting on (B)(6) 2013 when it was decided that no further procedures would be attempted. As stated previously this pt died on (B)(6) 2013. Add'l info clarifying the reason for the pt being discussed during mdt meeting was received as follows: "it was 16th of october that the mdt meeting took place this involves radiologists physicians surgeons involved with a pt's care who collectively decide the best way forward for the pt. In this case she had had a drain inserted radiologically so the collection was being drained and they were continuing with antibiotics and they thought given her condition further procedures would not be of benefit at that time. This is info taken from the pt's medical notes." It was confirmed that "giving her condition" was clarified as "pt unwell in ICU". Please note this complaint has being opened to address one of the two zso-7-7 stents that migrated. For purposes of completing the investigation and any reports it will be assumed that this complaint refers to the stent that migrated into the cyst during the procedure. An add'l complaint has been opened to address the zso stent that migrated to the duodenum following the procedure. All other devices referenced in the complaint description that are cirl manufactured have been listed as devices also used during the procedures. However, no device malfunctions have been reported with regards these devices. Upon receipt of this complaint clinical input was received to clarify the stent migration was not a contributing cause of the death of the pt. The clinical input received stated that the pt had multiple co-morbidities that were likely to have played a role in the pt's outcome. The use of the product against the intended use most likely did not increase the pt's risk of adverse effects. It is not likely/reasonable that stent migration will result in serious injury/death. Based on this clinical assessment received it can be reasonably concluded that the migration of the biliary stent from the cyst to the duodenum did not contribute to the pt's death. The pt had multiple co-morbidities. The zso stent involved in this complaint was not used in accordance with the instructions for use for this device. This zso device was used 'off label'. As per the instructions for use: "this device is used to drain obstructed biliary ducts". From the info provided the device was used for pancreatic pseudocyst drainage. As per a precaution included in the instructions for use for this device: "the tapered tip end of the stent or side holes must be positioned in the common bile duct while the other end remains in the duodenum." Add'l info from user facility was received as follows: the user facility acknowledges these are biliary stents but states these are commonly placed in pancreatic cysts. The user facility did not acknowledge the migration of the stents as a device failure but they are reporting the event as the unit mgr has to submit a report on the pt death (who was sick and had multiple problems besides the pseudocyst but was only (B)(6)). Cook rep discussed with the unit manager the events/procedures leading up to the pt's death, the customer is aware that stents can migrate, she is aware that these are biliary stents so their use was off license even though it is an established technique. It may be noted that migration is stated as a potential complication associated with the placement of zso devices. The device involved in this complaint was not returned for eval. With the info provided a document based investigation was carried out. There were no zso-7-7 devices of lot number c901500 in stock at the time of the complaint investigation. A review of the mfg records for zso-7-7 (c901500) revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zso-7-7 devices are subject to visual inspection and functional checks to ensure device integrity. The complaint (stent migration) was confirmed based on customer testimony. Customer quality assurance will continue to monitor complaints of this nature of potential emerging trends.

Event description:
Pt involved was a (B)(6) obese woman who had a history of alcohol abuse and pancreatitis. She had a 10x11 cm pseudocyst which was infected and had two biliary stents placed to drain this cyst. The biliary stents migrated. The pt involved died in the ICU of multiple organ failure (B)(6) 2013. This report is being submitted in relation to the reported stent migration only. As outlined in the investigation this pt had multiple co-morbidities and this device is not considered a contributing cause of the pt death. Detailed description of complaint event is outlined with the investigation in the add'l info section.